Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10106. Reference MFR report: 1627487-2011-10107. The pt has four scs leads implanted, two in temporal region (off label) and two in occipital region (different models, off label). Both of the temporal leads read invalid on all contacts. Stimulation was captured by reprogramming the pt's occipital leads. Surgical intervention will be undertaken at a later date to resolve the issue. Three different lots of the temporal lead model will be reported as one lead had previously been replaced, but it is unk which lot.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.